Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Line was placed (B)(6) 2010 (right arm placement), 5 days after placement, a cxr reveled a piece of stylet remained in the pt. Radiologist indicates the foreign object is fine to leave in place. The pt had one central line placed (different facility) and then removed (unk reason). A second PICC line had been placed (left arm) by complainant, but was removed prior to (B)(6) 2010 line being placed. A cxr was completed prior to (B)(6) 2010 placement and no foreign object was detected. No other info provided.